Event description:
After an implantation period of approximately 36 months it was reported that the lead was extracted due to oversensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed 54 cm distal to the df4 connector pin that the insulation was found rubbed through. In this region the conductor cable leading to the rv shock coil was found fractured. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a cut into the insulation (15 cm distal to the df4 connector pin) and a stretched rv shock coil were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.